Event description:
Reportedly, this valve was explanted after approx a 3 yr implant duration due to calficification.

Manufacturer narrative:
Evaluation summary: evaluation of the device found extensive intrinsic calcification on all three leaflets (free margins and cusp). The extensive calcification observed would have lead to wavy free margins, stenosis, and incomplete coaptation. Host tissue and stent overgrowth was also observed on the stent inflow and outflow as well as host tissue overgrowth into the inflow and outflow of the orifice. Calcification and host tissue are pt related issues. X-ray.